Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking, resulting in the screen turning off and on. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.